Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, we could not identify the foreign material from provided information. We presumed from the provided information that the foreign material remained in the device due to physical damage of the device and deviation from IFU in reprocessing. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in evis exera ii duodenovideoscope olympus tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii duodenovideoscope olympus tjf type q180v reprocessing manual chapter 5 reprocessing the endoscope(and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign material in the forceps elevator. There was no patient involvement.